Manufacturer narrative:
Customer's weight was reported as (B)(6) without any units of measure. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
Customer's weight was reported as (B)(6) without any units of measure. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 6.2 mmol/l, 11.0 mmol/l, and 19.0 mmol/l within 10 minutes on the performa nano system. No actions taken based on device results. No adverse event reported. The test strips are not available to return for evaluation.